Event description:
It was reported that when the patient presented in-clinic for a routine follow up, externalized conductors were seen via fluoroscopy. All electrical parameters of the lead were normal. The patient will be monitored.